Manufacturer narrative:
The field service engineer (fse) found an issue with the liquid level detection (lld) of the sample probe. The fse readjusted the lld wire insulation. Calibration was last performed on 27-oct-2022 with acceptable results. Qc was acceptable prior to the event. The sample was spun for 8 minutes at 4000 rotations per minute (rpm). This centrifugation speed may be faster than recommended and the spin time may be shorter than recommended. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys cea assay (cea) on a cobas 6000 e 601 module. The initial result was 0.678 ng/ml. This result was reported outside of the laboratory where it was questioned by the clinician based on the patient¿s history. The sample was repeated twice with results of 162.5 ng/ml and 159.1 ng/ml. The repeat results were believed to be correct. The cea reagent lot number was 60773305 with an expiration date of 30-jun-2023.